Event description:
The recipient reportedly experienced loss of sound due to an internal ear infection. The recipient presented with inflammation in the mastoidectomy and middle ear. The recipient has constant suppurations. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reason. The device passed the tests performed. This is the final report.